Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The phenomenon was reproduced when the equipment was inspected by the repair department, and cracks in the connectors were confirmed. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the cracks. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head's connector cracked. The issue occurred during reprocessing after a therapeutic trans urethral resection of bladder tumour procedure. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head's connector cracked. The issue occurred during reprocessing after a therapeutic trans urethral resection of bladder tumour procedure. There was no patient involvement.